Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 ,the patient presented with intermittent left and right sciatica and intractable back pain the preoperative diagnosis of l5/s1 herniated nucleus pulposus left and l5/s1 degenerative disc disease. The patient underwent surgery that consisted of a l5 left hemilaminectomy, l5/s1 completed facetectomy ¿ discectomy for decompression; application of biomechanical device to intervertebral defect l5 s1 (vertestack span peek crescent); transforaminal interbody fusion with local autograft and infuse bone morphogenic protein to the l5-s1 interspace; bilateral nonsegmental spinal instrumentation with pedicle screws and rods, l5 and s1; l5 to s1 bilateral mass arthrodesis with infuse bone morphogenic protein and local autograft. Per the operative report ¿¿ prior to placing the interbody device (peek), morsellized bone graft taken from the decompression was utilized to place a bone morphogenic protein sponge of collagen containing 2mg of absorbed bone morphogenic protein. This was placed anteriorly and to the right. The crescent was then placed behind this in the midline and slightly anterior to the midline¿ a lateral mass arthrodesis (left) was then carried out by camping the frame laterally to expose the transverse process of l5 and the ala of the sacrum, these were decorticated using the midas drill. A sponge with 4 mg of bone morphogenic protein absorbed into it was then placed over the intervals l5 to s1. The sponge was wrapped around the bone graft to complete a combination autograft/infuse bone morphogenic protein fusion in the lateral gutter at l5-s1¿. The morsellized bone graft taken from the drilling as well as from the milled bone from the opposite side were combined with a collagen sponge onto which 4 mg of bone morphogenic protein had been absorbed. This was placed into the lateral gutter interval l5 to ls to perform the other side of bilateral lateral mass arthrodesis. ¿.¿ the intra-operative emg was relatively quiet and stimulation of screws acceptable. No patient complications were reported. On (B)(6) 2009, there was post op episode of hypoxia from sedation and persistent vomiting. On (B)(6) 2009 ,the patient was discharged from the hospital. On (B)(6) 2009 2 weeks post op, the patient presented with constant incisional pain and slight maceration on the right side of incision. The patient also reported having two episodes of bilateral leg pain which was described as different than pre-op. On (B)(6) 2009, the patient presented with low back pain occasionally pain radiating into both legs. On (B)(6) 2009 6 weeks post op, the patient presented with constant incisional pain and some occasional mild numbness on the left posterior thigh below the knee. Ap and lateral x-rays taken showed healing fusion mass and the intervertebral device. On (B)(6) 2009, the patient presented with low back pain which occasionally radiated into both legs just above the knee. On (B)(6) 2009 3 months post op, the patient presented with left sided low back pain; aching in both knees; and left leg and foot intermittent numbness. The patient reported not being able to lay on his stomach due to the pain. The patient also reported feeling very depressed. Ap and lateral x-rays were taken which showed lumbar spine alignment in good position; interbody device to the left of midline and a bit rotated to the left; bone formation in the lateral gutters bilaterally although not coalesced into a clearly solid fusion; and bone growth in the interspace at l5-s1. On (B)(6) 2009, the patient presented with lumbosacral pain left greater than right radiating into the posterior thigh and limited functionality. On (B)(6) 2009 5 months post op, the patient presented back pain; with continued bilateral posterior thigh pain extending to the buttocks and continuing to the feet; difficulty walking due to right leg pain; and stiffness and soreness in the morning. Ap, lateral and flexion/extension x-rays were taken - results were not listed. On (B)(6) 2009, the patient presented with low back pain occasionally radiating into both legs above the knee and numbness and tingling in the left leg. On (B)(6) 2009, the patient presented with back pain and left leg numbness. On (B)(6) 2009, the patient reported increased pain in back leg with leg numbness and tingling since (B)(6) 2009 and bilateral pain in the pelvis and occasional pins and needles pain in left foot with pain increasing after walking. The patient underwent a lumbar spine CT scan that showed bone formation into the canal at the site of incision of the tlif on the left that produced a mass effect on the dura and possibility the nerve root. There appeared to be fusion of the interspace with bone extending through the endplate and around the implant. On (B)(6) 2009, the patient presented of low back and leg pain with numbness. Per the doctor¿s notes a previous lumbar spine CT scan that showed an ectopic bone growth into the canal the side. On (B)(6) 2010, the patient complained of back and leg pain with numbness since (B)(6) 2009 surgery. On (B)(6) 2010, the patient complained of low back pain and bilateral leg pain. A lumbar spine CT scan was performed and compared to a previous scan on (B)(6) 2009. The CT scan showed an osteophytic projection from the left side of the superior border of s1 and the inferior aspect of l5 unchanged since the (B)(6) 2009 CT. There was no evidence of motion around hardware. No clear cut nerve root impingement. There was foraminal stenosis at the l5-s1 level. On (B)(6) 2011, the patient complained of low back pain radiating down left leg lower extremity. The patient presented with neuralgia, neuritis, and radiculitis; the patient commented that their prior surgery never gave them relief. It was mentioned that the patient reinjured their back approximately 1 year prior and ¿has never been the same since.¿ it was reported that the patient had a tens unit and had undergone 2.5 years of physical therapy. On (B)(6) 2011, the patient presented with radicular low back pain and underwent a lumbar epidural injection at l5-s1. On (B)(6) 2011, the patient presented pain and complained that their first steroid injection did nothing but cause some irritation. On (B)(6) 2012, the patient presented chronic pain, difficulty sleeping and walking, and frustration. The diagnosis was listed as lumbosacral spondylosis without myelopathy, neuralgia, neuritis, and radiculitis. On (B)(6) 2012, the patient presented with significant low back pain radiating down both legs. The patient was having difficulty sleeping and walking and was experiencing ¿emotional difficulty dealing with handicap.¿ on (B)(6) 2012, the patient presented with low back pain radiating into legs.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent "implantation of peek crescent instrumentation at l5-s1, tlif with bmp at l5-s1, bilateral lateral mass arthrodesis with bmp at l5-s1." Post op the patient developed chronic pain, disabled, epidural steroid injection for pain treatment, back/leg numbness since surgery, swollen/pressure feeling, pain radiates down both legs.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2009 -ap and lateral lumbar x-rays show tlif performed at l5/s1. Hips show no arthritis. Lumbar peek spacer appears to be a crescent. (B)(6) 2009: ap and lateral lumbar x-rays show same tlif performed at l5/s1. No changes. (B)(6) 2009: ap and lateral lumbar films show no changes. (B)(6) 2009: ap, lateral and dynamic films show no movement on dynamic views and no changes from previous films. (B)(6) 2009: lumbar CT shows l5/s1 fusion. Bone fragments are seen around the tulips of the pedicle screws. Bony prominence is noted on the left along the insertion path of the l5 spacer, which appears to deflect and place pressure on the l5 root. The s1 root is also slightly displaced dorsally. (B)(6) 2010 x-rays show same l5/s1 tlif no changes (B)(6) 2010 CT again shows bone formation out through the insertion path of the l5 spacer on the left at l5/s1. The bone appears to largely extend into the axilla between the exiting l5 root and the transitioning s1 root, causing minimal nerve effacement. (B)(6) 2011: ap both knees appear normal. (B)(6) 2011: shows l5 tlif unchanged from previous studies. (B)(6) 2011: ap pelvis with lateral view of the left hip. Possible subcapital femoral neck injury noted on lateral, with small buckle noted on the ap. No changes in lumbar spine fixation. (B)(6) 2011: lumbar myelogram CT shows same prominent bone on the left at l5 that extends up between the exiting l5 root and the transitioning s1 root. No changes from previous films. L5 root sleeve appears to fill on the left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.